Event description:
This pt was presented to the interventional lab for an angioplasty procedure (target vessel unk). There is no info as to where the physician made access to the pt. There was no difficulty inserting the balloon through the sheath. The target was successfully dilated by this balloon. An indeflator was used in the procedure but the inflation procedure is unk. At retrieval, the balloon got stuck at the tip of the sheath introducer (terumo) and both sheath and the balloon needed to be withdrawn as a unit. As this point, the procedure was completed. There was no reported injury to the pt.